Event description:
It was reported there is intermittent telemetry with the programmer head. It was also reported the usb (universal serial bus) port is broken and the bottom does not close. The programmer and programmer head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis unable to confirm that there is intermittent telemetry with the programmer rf (radio frequency) head; rf head passed functional testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2090, programmer. Product ID: 229047, analyzer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.